Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the product. Visual inspection found the lens optic torn, the haptic torn/broken/bent. It was noted the condition of the returned product was returned with significant damage, and dimensional inspection was unable to be performed due to the damage. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and elevated intraocular pressure. The lens was explanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Manufacturer narrative: iop elevation from baseline, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).